Event description:
It was reported that the posey sitter select alarm unit is not triggering the alarm with the sensor pad; no patient injury reported.

Manufacturer narrative:
Evaluation codes: results (other) - inspection shows that the battery door and battery connectors were damaged or missing. There was a battery acid leak inside the unit.